Event description:
This 55 yr old female had bilateral silicone breast implants placed over 22 yrs ago. She had no problems and the implants remained soft and comfortable until about four yrs ago when she developed numerous med problems. At the time of surgery when the right capsule was opened, it was noted there was free efflux of silicone consistent with long standing rupture. The left capsule appeared to have multiple protrusions and the apparent extracapsular rupture of the silicone had eroded through the pectoralis muscle. Gross exam: both silicone breast implants are massively disrupted.